Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17661564 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, intima excision was performed for the calcified stenosis near the access site where a hemostasis plug of an exoseal vascular closure device f6 has been deployed a month ago. There was strong adhesion to the surrounding tissues and it was difficult peering it off. The adventitia was partially peered off, therefore a replacement of aneurysm with synthetic graft was made. There was another access site on the right common femoral artery where another hemostasis plug of an exoseal vascular closure device has been deployed two months ago, and intima excision was performed without any issue. The physician commented that there might be a relationship between the exoseal vascular closure device f6 hemostasis plug and adhesion, although the both common femoral arteries are not in the good condition, and there was arteriosclerosis in the entire left common femoral artery that had been difficult to detect on the angiography. The procedure completed successfully. The product was clinically used and it will not be returned for analysis. The target lesion was the left common femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown.

Manufacturer narrative:
As reported, an intima excision was performed for the calcified stenosis near the access site where a hemostasis plug of an exoseal vascular closure device f6 has been deployed a month ago. There was strong adhesion to the surrounding tissues and it was difficult peering it off. The adventitia was partially peered off, therefore a replacement of aneurysm with synthetic graft was made. There was another access site on the right common femoral artery where another hemostasis plug of an exoseal vascular closure device has been deployed two months ago, and intima excision was performed without any issue. The physician commented that there might be a relationship between the exoseal vascular closure device f6 hemostasis plug and adhesion, although the both common femoral arteries are not in the good condition, and there was arteriosclerosis in the entire left common femoral artery that had been difficult to detect on the angiography. The procedure completed successfully. The target lesion was the left common femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. The adhesions were removed from the access sites because both sides of the common femoral artery was confirmed to have high stenosis with the calcification. There were no signs and symptoms of infection. The patient does not have a previous history of immunosuppression/autoimmune disease. The procedure used a retrograde approach. The puncture site had calcification. There was not a stent near the puncture site. There was a high stenosis lesion with the calcification in the distal portion of the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty deploying the plug. The product was not returned for analysis. Review of lot 17661564 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, intima excision was performed for the calcified stenosis near the access site where a hemostasis plug of an exoseal vascular closure device f6 has been deployed a month ago. There was strong adhesion to the surrounding tissues and it was difficult peering it off. The adventitia was partially peered off, therefore a replacement of aneurysm with synthetic graft was made. There was another access site on the right common femoral artery where another hemostasis plug of an exoseal vascular closure device has been deployed two months ago, and intima excision was performed without any issue. The physician commented that there might be a relationship between the exoseal vascular closure device f6 hemostasis plug and adhesion, although the both common femoral arteries are not in the good condition, and there was arteriosclerosis in the entire left common femoral artery that had been difficult to detect on the angiography. The procedure completed successfully. The product was clinically used and it will not be returned for analysis. The target lesion was the left common femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. The adhesions were removed from the access sites because both sides of the common femoral artery was confirmed to have high stenosis with the calcification. There were no signs and symptoms of infection. The patient does not have a previous history of immunosupression/autoimmune disease. The procedure used an retrograde approach. The puncture site had calcification. There was not a stent near the puncture site. There was a high stenosis lesion with the calcification in the distal portion of the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty deploying the plug.